Manufacturer narrative:
Results: 3 samples were returned for evaluation. Evaluation of the returned samples confirm the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5236007. Conclusion: mechanical damage on the cap is most likely due to the caps being transferred pneumatically through the plant to the tube assembly line.

Event description:
It was reported that 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube were cracked when received. No injury or medical intervention.